Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. This is a procedure related event. Related mdrs for this event: 2029214-2018-00769, 2029214-2018-00770. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of anterior venous malformation (avm) that located in middle cerebral artery (mca) in m4 segment, this microcatheter ruptured 10cm before the tip during onyx injection and found some onyx leaking. The vessel was moderately tortuous. There were no reports of patient injury in association with this event.